Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed a "battery depleted. Will not run", while charging. The event occurred during testing.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The devices were visually inspected, found corroded battery compartment and scratched lens. The event history log was reviewed and there was alarm related to battery depleted. During the functional testing, the customer reported issue was not replicated. The lens and the battery compartment were replaced with new ones. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump was calibrated and passed all functional testing after repair.